Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads,minor scratches on display window and cracked case near display window corners noted during visual inspection. All buttons function properly. However moisture damage was noted on keypad traces. No scrolling numbers scroll bar noted. A21 after batt change due to broken solder joint. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 289 mg/dl. Troubleshooting was not performed. The device was returned for analysis.